Event description:
Customer reported the endoscope does not want to go through the machine channel 4, sealing test noted normal. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found there was air/water flow issues. The device nozzle found clogged by a yellow material . The reported issue of "the endoscope does not want to go through the machine channel 4" was confirmed. The failure found to be due to clogged nozzle. Furthermore, the following defects/findings were identified during inspection: universal cord wrinkled. Biopsy channel and keytop 1 rubber need annual maintenance and needs to be replaced. Technical evaluation has identified the specified fault/reported issue . A solid yellow material, which seems to look like debris from the patient body and that could not be removed was clogging the nozzle. No detrimental deformation of the nozzle was observed. The foreign material found in the nozzle likely have accumulated and clogged during the procedure. The replacement of the nozzle, the biopsy channel, and the keytop1 rubber including universal cord are required as a middle repair to return the instrument to the original equipment manufacturer (OEM) specification. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.